Event description:
(B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient expired. The patient presented for the index procedure with chest pressure and a three day history of chest discomfort. The patient was diagnosed with an acute myocardial infarction. The index procedure treated the 99% stenosed mid lad (left anterior descending) with a 2.5x32mm taxus liberte stent. The taxus liberte stent was reported to be well apposed to the vessel. A 100% stenosis of the distal circumflex to posterior descending branch was also treated with another manufacturer¿s drug eluting stent. Four days post procedure, the patient status we good. The following day, urine output was low and cardiac failure was suspected. The next day, the patient experiences asphyxia and ventricular fibrillation requiring defibrillation four times to return to a normal sinus rhythm. The patient again experienced ventricular fibrillation requiring defibrillation, however, the patient¿s blood pressure decreased and no pulse was found. Catecholamine was administered with no effect. Coronary angiography showed no stent thrombosis with blood flow to the distal lad confirmed with no thrombotic occlusion. The patient condition did not improve and the patient expired. Autopsy showed thrombosis of both stents. The physician reported that subacute thrombosis was suspected, but there is an unknown causal relationship between the thrombosis and the patient¿s death. The death may have been due to the patient¿s comorbidities. Additional information received indicated the patient experienced a suspected cardiac arrest five days post procedure. For the ventricular fibrillation bosmin was also administered. The physician also commented that the stent thrombosis was not able to be confirmed on angiography and the event may have been related to the patient's comorbidities (severe diabetes, severe obesity).

Event description:
It was further reported that the study target lesion was located in the proximal lad, not the mid lad as previously reported. The lesion measured 2.5x28mm. In addition to stenting, the index procedure included predilation and post dilation. Residual stenosis was 0% and timi 3 flow was maintained from pre to post procedure,.the non-study lesion was corrected to be in the left atrioventricular, not the distal circumflex and posterior descending artery. Following the index procedure, the patient remained hospitalized and on aspirin, clopidogrel bisulfate, and heparin. At the time of the event, the patient underwent an urgent angiography with percutaneous cardiopulmonary support which showed obscure parts in both stents. However, anticoagulant medications and coronary vasodilators gave timi 3 flow in the lad.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt expired. The pt presented for the index procedure with chest pressure and a three day history of chest discomfort. The pt was diagnosed with an acute myocardial infarction. The index procedure treated the 99% stenosed mid lad (left anterior descending) with a 2.5x32mm taxus liberte stent. The taxus liberte stent was reported to be well apposed to the vessel. A 100% stenosis of the distal circumflex to posterior descending branch was also treated with another MFR's drug eluting stent. Four days post procedure, the pt's status was good. The following day, urine output was low and cardiac failure was suspected. The next day, the pt experienced asphyxia and ventricular fibrillation, requiring defibrillation four times to return to a normal sinus rhythm. The pt again experienced ventricular fibrillation, requiring defibrillation, however, the pt's blood pressure decreased and no pulse was found. Catecholamine was administered with no effect. Coronary angiography showed no stent thrombosis with blood flow to the distal lad confirmed with no thrombotic occlusion. The pt condition did not improve, and the pt expired. Autopsy showed thrombosis of both stents. The physician reported that subacute thrombosis was suspected, but there is an unk causal relationship between the thrombosis and the pt's death. The death may have been due to the pt's comorbidities.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Lesion locations corrected from mid lad to proximal lad and distal circumflex and posterior descending artery to left atrioventricular. (B)(4)